Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device which was implanted in 2018 was running low in battery. A new right ventricular (rv) lead was considered due to low pacing impedance measurements, measuring less than 200 ohms impedance and reduced sensing, with prior ventricular fibrillation (vf) undersensing during a vt/vf episode in 2023. As no further vt/vf events occurred, the physician elected not to replace the rv lead and to continue remote monitoring. It was suspected that the lead had insulation damage. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported.